Event description:
It was reported that the procedure was cancelled. Two ngmc/fathom/021/bern/1ro/130 direxion fathom-16 system were selected for use. During the procedure, the wire got stuck in the catheter was noted. A new j-shape direxion catheter was opened, however, the same issue occurred. The procedure was then aborted due to this event. There were no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. Device has signs of use but no kinks or damage. Microscopic examination found signs of contrast and saline but no kinks or other damage. The direxion was returned with a guidewire. The device was hydrated, and the returned guidewire was inserted into the direxion. The guidewire was able to transcend and then be removed from the direxion with no resistance. Device analysis determined the condition of the returned device was not consistent with the reported information.

Event description:
It was reported that the procedure was cancelled. Two ngmc/fathom/021/bern/1ro/130 direxion fathom-16 system were selected for use. During the procedure, the wire got stuck in the catheter was noted. A new j-shape direxion catheter was opened, however, the same issue occurred. The procedure was then aborted due to this event. There were no complications reported.